Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the catheter surface of a bd angiocath¿ IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Samples/photos: according to visual analysis of received photos, it was possible to verify the presence of silicone droplets on the catheter. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR/qn/ncmr review: the final assembly batch: 6055447 produced in (B)(6) 2016 a (B)(6) 2016 in acam #1, used in the claimed final product batch: 6217217 of 18g x 1.16in were tested for presence of "foreign/no-foreign matter" and were not evidenced records of this defect. Confirmed: bd was able to confirm the incident in question. Analysis of the photo made it possible to verify the presence of silicone drops in the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. (B)(4).